Event description:
It was reported that during an open procedure, the blade was broken off outside the patient and an error 5 was displayed. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent.